Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event. The customer reported a sensor glucose vs blood glucose reading mismatch an received a change sensor alert. The event involved product(s) mmt-7020la, mmt-1880, mmt-213a and mmt-332a. Troubleshooting was performed for sensor glucose vs blood glucose reading mismatch, and customer reported sensor glucose value were 80 mg/dl at the time of incident. The difference between glucose values were outside the acceptable range. And declined for the high blood glucose. It was whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event and whether the customer used the smartguard auto mode of the insulin pump. No further patient complications were reported. It was unknown whether the customer will continue to use the device. The insulin pump will not be returned for analysis.no product return is required for mmt-7020la, mmt-1880, mmt-213a and mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This report is being submitted as part of a retrospective review per CAPA 686868. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.